Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jun-2018 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a distorted display. The reported line through the display complaint was duplicated. A test display screen was mounted and was fully clear and functional. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit.